Event description:
On (B)(6) 2010, the patient underwent an arthroscopic wrist surgery using a microblator 30 arthrocare wand. The tip of the wand broke off. The joint was searched with different handhelds and a shaver and thereafter thoroughly rinsed, but the tip was not found. It is not known if the fragment was removed or may still remain in the patient. There is no reported adverse effect to the patient.

Manufacturer narrative:
The device is reported as returning to arthrocare for investigation. A follow-up report will be provided once the device investigation and lot history review are completed.